Manufacturer narrative:
Date of event: unknown. Medical device manufacturer: unknown. Bd corporate headquarters in (B)(4) has been listed. Medical device expiration date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had "poor barrier".